Event description:
It was reported by the customer that this event involved a male pt with a right femoral insertion. Upon removing the spring wire guide (swg) from the vein, the user experienced difficulty and noticed that the swg was damaged. The catheter remained in place and there was no add'l intervention necessary. There were no reported pt complications. Add'l info received confirmed that the swg did unravel/uncoil.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one used spring wire guide (swg) was returned for eval. Swg was visually examined and met specifications as required for this kit. Swg exhibited two kinks in the middle of guidewire. Under microscopic examination, it was observed that straight end weld was intact and j-end weld was not present. Core wire had separated/broken from j-end weld. Core wire measured 44.5 cm, which did not meet spec, indicating that approx 0.4 cm of the core wire along with j-end weld was not returned. Instructions for use warns about possible damage to swg if withdrawn against needle bevel, if excessive force is used in removal process and also suggests using care and provides instructions when removing swg if resistance is encountered. The investigation found no evidence to suggest a mfg related cause. A device history record review was performed with no relevant findings. The potential cause of this issue is undetermined based on the eval of the returned sample and the info provided by the customer. A CAPA has been initiated to address this issue.